Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy that assistance was requested for an ¿ap signal lost¿ message on a teleflex pump during use. Troubleshooting identified that the balloon catheter in use was a sensation 40cc model. An off-brand disclaimer was provided. The customer reported being unable to flush or aspirate blood from the inner lumen. The user was advised to cap the inner lumen and label it as ¿clotted inner lumen ¿ do not use¿ to prevent further use of the catheter. She was encouraged to notify the provider for appropriate intervention and to determine the next steps in the plan of care. Additionally, she was advised to contact teleflex clinical support for further troubleshooting guidance regarding the management of the pump following lumen clotting. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g4, h6 (health effect ¿ impact codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Corrected fields: h6- component code. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU rn, contacted emergency support regarding an ¿ap signal lost¿ alarm on a teleflex pump during use. The balloon catheter in use was identified as a sensation 40cc, which is an off-brand device. (B)(6) reported being unable to flush or aspirate blood from the inner lumen. She was advised to cap and label the lumen as ¿clotted inner lumen, do not use¿ to prevent further use, and to notify the provider for further clinical intervention. Additional support was recommended via teleflex¿s clinical support line. (B)(6) agreed to the plan and had no further questions. Notifications were sent to (B)(6). Based on the description, the ¿ap signal lost¿ alarm was likely due to a clot in the inner lumen of the off-brand sensation 40cc catheter, which prevented proper flushing and aspiration. This compromised signal transmission and triggered the alarm. The inner lumen was confirmed to be clotted due during the call. However, it is impossible to define the root cause of the failure since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.